Event description:
From (B)(6) 2019 I had severe s.o.b., requiring inhalers, nebulizers and multiple meds including abxs and steroids. I had severe lethargy, skin irritation, sore throat, and heat in my face. I discovered that there is a recall on my CPAP machine. I used CPAP machine - the dream station from philips respironics for more than 5 years. On (B)(6) 2021, I stopped the use of the CPAP machine with significant improvement in my health in this last week.